Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107, code 204) was confirmed. Upon evaluation, the monitor was resetting. The cause for the resets and service codes was unable to be positively identified but was likely due to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board sn (B)(4). The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
A (B)(6) male patient contact zoll customer support to report that his device was displaying a code 107 (multiple abnormal shutdowns) and code 204 (belt/monitor unusable). The patient was issued a replacement monitor.